Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the blood glucose monitor provided inaccurate bolus advice. The patient calculated and delivered a 10.7 unit bolus at 10 a.m. Her blood glucose was 10.0 mmol/l at 11:19 a.m., and the monitor provided a bolus recommendation of 0.9 units. It did not show any active insulin on board. The settings and memory of the monitor and infusion device were reviewed. The monitor was replaced and requested for evaluation.